Event description:
A nurse reported that during a laser procedure, after a few pulses were fired, the laser stopped. She reported that there was no harm to the pt. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when add'l reportable info becomes available. (B)(4).